Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch, additional information received indicates the stent was a promus 2.5x23mm and was implanted in the 90% stenosed first diagonal left anterior descending coronary artery. A second promus stent, 3.5x15mm was also implanted on (B)(6) 2010 in the mid right coronary artery. It was determined that the patient did not experience myocardial infarction, as was previously reported.

Event description:
It was reported that an unknown promus stent was implanted in an unspecified coronary artery on (B)(6) 2010. On (B)(6) 2011, the patient was hospitalized for target lesion restenosis with unstable angina pectoris. Electrocardiogram showed possibility of myocardial infarction and ck-mb was elevated. Medication was given and percutaneous coronary intervention was performed on (B)(6) 2011. There was no subsequent complication and the patient was discharged on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. In this case, there was no reported product deficiency. The reported patient effects of angina, enzyme elevation, myocardial infarction, stenosis/restenosis, are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
The second promus stent 3.5x15 was implanted on (B)(6) 2010 in the mid right coronary artery, not on (B)(6) 2010 as previously reported. Subsequent to the initial medwatch, additional information received indicates the target lesion with restenosis on (B)(6) 2011 was the mid right coronary artery. No additional information was provided.